Event description:
The clinician noticed that the guide wire was stuck when it enters the puncture needle (before it passes through the needle) while use a new pik 150. The guide wire cannot continue to pass through the pinhole or exit the guide wire. No harm to the patient. Complaint #: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
It was reported that the guide wire was stuck when it entered the puncture needle (before it passes through the needle) while using pik 150 product. The guide wire cannot continue to pass through the pinhole or exit the guide wire. The failure was detected after the puncture needle was inserted into the patient's vessel and the guide wire was inserted into the needle. The customer replaced with a new pik 150 product and continued treatment. According the clinician the tip of the wire was also damaged. No harm to any person was reported. The product is not available because products have been contacted with patient blood are forbidden to ship abroad by china custom. The photographs and a video provided by the customer, were reviewed. It could be seen that the guide wire with j-tip cannot pass through the puncture needle. It sucked at enter. In one of the photographs it is also seen that there is a damage on the guide wire with j-tip. The parts of the wire inside the needle is looks loose and confirmed as damaged by the customer. The damages on the wire like in this complaint are likely to cause difficulties insert in the needle. Based on this the failure could be confirmed. The product is packed in a transparent blister tray and closed with transparent blister lid. The damages the guide wire are detectable from the blister before use on patient or before insertion into the needle. However, in this complaint, it was reported that the failure was detected after the puncture needle was inserted into the patient's vessel and the guidewire was inserted into the needle. The mitigation in the instruction for use (IFU) is in place for visual controls before use. IFU pik, g-137, v06, ¿application¿, page 11: - "perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures." Beside this, the process in control is also in place during manufacturing according to basic operation procedure (bop): ¿controls¿: "100% control of the guide wire for kink". The production history record (DHR) of the affected pik 150# with lot#3000149723 was reviewed. According to the DHR results, the product pik 150# passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Further the incoming inspection report of the affected component "700180011 180011#führungsdraht" was reviewed on 2023-01-05. The material was checked visually for regarding particles, dirth, square edge, flash, streak and shapelessness/crimp in the area of tip according to ri-775 rev.00. All tests were passed as per specifications. The exact cause of the failure could not be identified. However, the reported failure could be linked to the risk management file percutaneous insertion kit (pik). The most probable root causes are the following: damage of product during logistics. Product damaged due to handling. Guidewire kinked or damaged during insertion into needle. Use of guidewire in wrong orientation. Inappropriate movability of guidewire in vessel. Retraction of guidewire through needle. User is unable or has difficulties to remove the guidewire. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #: (B)(4).